Manufacturer narrative:
Investigation results: visual investigation: we received a pm438r, the product shows no visible damages. The outer tube pm973r and the hand grip pm450r we have not received. Investigator carried out the pictorial documentation visually and microscopically. The ceramic is fractured. No pores, inclusions or foreign bodies could be found on the point of rupture. The analysis of the fracture pattern indicate a forced fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: a definitive root cause for the breakage could not be determined. There are no hints regarding a material or manufacturing failure. Our investigation leads to the assumption that the ceramic breakage, the misaligned jaw parts and the visible damaged surface was caused by an improper handling due to a mechanical overload situation. Possibly an excessive force has been applied on the instrument or the possibility of torsion or high leverage with the instrument. A major disadvantage of ceramics is their brittle fracture behavior (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They tolerate easier constructive tolerances by relieving local stress peaks through elastic and plastic deformation. According to instruction for use, excessive force must be avoided conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product pm438r; jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the ceramic was damaged and lost during cleaning after surgery. This event occured before 20 uses. A fragment remained in situ. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00147 ( (B)(4) - pm450r), 9610612-2023-00053 ( (B)(4)- pm973r).